Event description:
Allegedly, poly wear. The cup was not revised only the head and liner.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.